Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to corroded home switch noted. Unable to perform occlusion test, prime test, excessive no delivery test.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error alarm. The customer blood glucose level was normal. Customer stated that he was trying to refill the reservoir and when he went to prime it and it would give a motor error. Customer reported that they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer did not report motor position encoder error. Customer was unable to complete insulin pump rewind due to alarms. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.